Event description:
It was reported that while in the cardiac cath lab the intra-aortic balloon (iab) was inserted through a sheath and into the patient 's left femoral artery. The patient went to the cvicu (cardiovascular intensive care unit) and onto the operating room (or) with the balloon working. While in the operating room, and after surgery blood was noticed in the helium tubing. The intra-aortic balloon pump (iabp) therapy was stopped. Medical/surgical intervention was noted as a cut down was required to remove the iab. According to the cath lab technician the cut down most likely also contributed to the small cut in the sheat and the catheter tubing. The surgery was successful and the patient did not require another iab insertion. Length of time in use prior to the event was 12 hours. It is unknown if the pump (autocat 2 wave, s/n (B)(4)) alarmed. There were no reported patient complications or death. There was an interruption in iabp therapy; however, there was no reported harm to the patient. The patient outcome is "normal."

Manufacturer narrative:
Qn# (B)(4).